Event description:
The reporter stated the pt was hospitalized for incidence of hypoglycemia. The report states the pt became hypoglycemic and became unresponsive. She was hospitalized and treated. The pt has transitioned to multiple dose injection therapy and does not think the pump contributed to the event. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.